Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h11: a wallflex colonic stent was received for analysis. Visual examination of the returned device found the stent partially deployed and the outer sheath was kinked. No other damages were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat a 4cm malignant splenic intestinal stenosis during a stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent could not be fully deployed. The stent was retracted and was removed from the patient fully covered by the outer sheath. The procedure was not completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat a 4cm malignant splenic intestinal stenosis during a stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent could not be fully deployed. The stent was retracted and was removed from the patient fully covered by the outer sheath. The procedure was not completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.